Event description:
It was reported that the customer received a blank display. Customer's blood glucose level at the time 392mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned. Advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.